Event description:
The unit self-activated during use. No pt injuries occurred. The generator was tested by the hospital biomed and sales rep and was self-activating.

Manufacturer narrative:
The returned generator was found to have a ribbon cable with an intermittent connection. Intermittent connections and shorts in the ribbon cable can send false signals to the keying circuitry. The ribbon cable was replaced and the generator functioned normally and within all specifications. This is considered an isolated failure, the cause was identified.